Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision total hip replacement- liner and head change dr prudence fitzpatrick queen elizabeth 2 jubilee hospital (B)(6) 2018. Primary approx 20 years ago, exact date unknown corail/duraloc total hip replacement. Ceramic on ceramic bearing. Patient presented with reports of 'clunking' and pain. Plan to revise ceramic liner to a poly liner and delta ceramic ts head. Ceramic liner and head was removed. Surgeon stated it appeared the neck of the femoral prosthesis was impinging on the shell. Poly liner and ceramic head were inserted and the hip was reduced and put through a range of motion. Surgeon determined the hip was not stable, and stated this was due to the original cup position. Surgeon decision to revise shell. Shell was revised, new shell inserted (gription sector) with lipped poly liner and delta ts ceramic head. Hip was reduced and found to be stable. The femoral component was not revised. Female patient ID (B)(6). Unknown_jrn: 1 x ceramic liner; unknown_jrn: 1 x ceramic head; unknown_jrn: 1 x shell.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.